Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant procedure, the right ventricular lead exhibited high impedance, high capture threshold after the lead was screwed in. The lead position was changed multiple times. Loose connection was suspected, and a stylet was torqued in a counterclockwise direction and screwed the lead back in. R wave amplitude variation was noted. Elevation of st segment was also observed. Although it was suspected for both alligator clips mixed up or cardiac perforation, no anomalies were confirmed. The physician felt limitations to discriminate whether this issue might have been caused by myocardial anomalies or the product. The lead was not used and replaced. The procedure was completed without further issues. The patient was stable.